Event description:
A peritoneal dialysis patient reported experiencing itchy skin when using the paper tape that was included with the supplies delivered on the first shipment dated 02/04/2026 (order (B)(4), delivery note (B)(4)). The (B)(6) technician documented the patient¿s concern regarding skin irritation associated with the tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).